Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunctions occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provided additional information and further troubleshooting with tandem technical support.